Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. Exterior visual inspection was performed and failed as it was noted that the universal serial bus (usb) connector was disconnected from the printed circuit board (pcb) and the universal serial bus pins were damaged. Communication with the unit was not possible. Pictures were taken. The reported event of loss of connection could not be confirmed with the returned receiver. A root cause could not be determined.